Event description:
The pt wasn't felling well. The suspect device was used to check their blood glucose and result of 142 mg/dl was obtained. Emts were then called and they checked pt's glucose on their equipment and the level was 19 mg/dl. They were treated with a glucose IV at home and also given oxygen. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation. The test strips had been removed from their original manufactured capped vial and stored in a plastic zip lock bag.